Event description:
A 100ml cadd cassette when compounding epidural medication and filled the cassette the pouch inside the cassette leaked; 100 ml cadd ref: 21-7300-24, gtin: (B)(4), lot: 3596861, exp: 03/04/2023. Reason for use: cadd cassette filled in epidural medication for epi pump.